Event description:
Approximately when 1,562 ml of whole blood had been processed the donor began complaining of tingling and numbness. The operator noticed that approximately 600 ml of anticoagulant remained in the bag (this means 400 ml had been delivered to the donor). The operator stated that they firmly believed that the pump handle had been closed and the anticoagulant line was properly placed on the anticoagulant roller. The donor fully recuperated and was released in good condition. A service call was placed by clincical education dept. To have the system check. Service order number 237712 at the request of the customer.